Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced two separate areas of retropubic device exposure or erosion, vaginal discharge and odor, and continued urinary incontinence. Patient had a partial explantation of the device with defect suture closure, vaginal mucosa excision, and cystoscopy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number am040015.

Event description:
Additional information received on 7/26/2023 states the patient suffered serious bodily injuries, including, but not limited to, pain.